Event description:
Paramedics were called to a scene for probable heart attack. CPR was in progress on arrival. Quick combo patches were applied and life pak/12 was turned on. The unit failed to read any rhythm and the screen prompts stated the patches were not connected. New patches were applied with the same response. User was unable to shock the pt with the unit, but did use a basic support unit (AED) for that purpose. Quality checks for the unit were done early that am and read ok. When the paramedics returned to quarters, they tested a new cable and it functioned properly. Bio-medical svc checked out the whole unit on 8/2/99 and found the cable to be defective. Medtronic/physio control was notified and a copy of this report will be given to them. The pt died at the facility. He appeared to be in asystole and was intubated with copious amounts of fluid suctioned.